Event description:
Olympus was informed that during a therapeutic laparoscopic liver resection procedure one jaw at the distal end of the jaws insert broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was completed using another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation (omsc), japan (returned to omsc on 2022/06/13). The evaluation at omsc confirmed that one jaw at the distal end of the jaw insert is broken off. In addition, the device shows scratches, cracks and traces of rust. This damage is caused by wear and tear in combination with rough handling. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the jaws without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.